Event description:
Positioning difficulties with the trial lead was reported. Unspecified impedances with several snap lid connectors and external neurostimulators was also reported. The impedance measurements were not provided. The device was replaced.